Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The vessels were small, frail, severely calcified and not tortuous. It was reported that the physician attempted to insert the bifurcated stent graft without the use of an introducer sheath through the artery; however, the pt's vessel was too small and frail. The device was removed from the pt. The decision was made to convert the pt to open surgical repair. It was reported that the pt is fine. No additional sequelae were reported.